Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h6/h10 (information was inadvertently omitted on the initial medwatch). Correction to h10: the following reportable malfunctions were also found during device evaluation; a color bar was found on the monitor screen instead of an endoscopic image, the image was intermittent, and there was severe noise. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. It is likely that the image related issues (blackout image, intermittent rebooting screen, color bar, noise, and intermittent image) all occurred due to a faulty printed circuit board (dx board). The cause of the reported e228 error could not be identified as the issue was not duplicated during the device evaluation.

Event description:
The customer reported to olympus that the visera elite ii video system center was not functioning. The issue was found during maintenance. The field service engineer (fse) inspected the system and found that the system touch screen was intermittently blacking out and the system was giving an error e228 code. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to the olympus service center for evaluation and confirmed that the device was rebooting repeatedly due to a defective dx board. The dx board was replaced, and the device worked well. There are no irregularities (such as adherence of dust, corrosion, fluids entering the device, and burn trace) confirmed on the appearance of the dx board and other boards. It was confirmed that the customer did not use the 3d output and the oev321uh monitor was also used by the customer with this otv-s300. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.